Event description:
The customer reported a pt death and needed assistance to retrieve the data for this pt.

Manufacturer narrative:
(B)(4). The customer reported a pt death and needed assistance to retrieve the data for this pt. The users questioned the display of the retrospective data, but there is no indication of any impact on the pt outcome. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.